Manufacturer narrative:
On jun 1 2021, additional information was received indicating the patient experienced capsular contracture baker grade IV on the right side and breast pain on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with saline mentor smooth round high profile 460cc breast implants and experienced pain and swelling on the right side and implant palpability/drooping on the left side post-operatively. Deflation of the right breast prosthesis was also reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.